Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the incision site. Surgical intervention took place wherein the ipg and extensions were explanted to address the issue.